Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds. In addition, when removing this lv lead, the laser extractor brought the lead and part of the tip electrode was left behind. Hence, this lead was partially explanted and the remaining portion was abandoned surgically. Additional information was received from the field indicating that this lv lead was dislodged and the position of the lead had changed which attributed with the high thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, in which it showed that this left ventricular (lv) lead passed the continuity test. Moreover, no further analysis was performed.